Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they want to shut off adaptive stimulation. The patient stated it kept going "out" since (B)(6) 2015. Patient services could not troubleshoot due to lack of access to the product. The patient stated she has not gotten a response back from the device manufacturer's representative (rep), she had texted him yesterday or today. The patient stated she would call back when she has programmer for help to turn off adaptive stimulation. There were no patient symptoms reported. Medical history includes non-malignant pain. The patient said she wanted help to turn adaptive stimulation off because she did not like it. She said she should have before her other leg, but did not. She stated she has a big knot in her back the size of her hand right where the wires are. She said she had this since 3-4 days after implant. The patient had a CT scan. Patient services worked with the patient and technical services to turn off adaptive stimulation and to check for group b, but the patient only had group a. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the patient reported the circumstances that led to the knot in their back was unknown, but was the reason for their CT scan. The circumstanced that led to the problems with adaptivestim was it not being adjusted correctly. The issues with adaptivestim and the patient having a knot in their back were not currently resolved.